Event description:
A healthcare professional reported that an ophthalmic suture needle was found to be blunt during cataract surgery with intraocular lens (iol) implantation in the right eye. The surgery was completed using the same suture, and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).